Event description:
Customer reported an unexpected positive reaction on the galileo. Donor sample was tested with a weak d assay and resulted negative. The sample was re-tested and resulted as 1+.

Manufacturer narrative:
From reviewing the images, sample was pipetted in c2 with a reaction strength of 13 and in d2 with a reaction strength of 40. D2 appears to have an irregularly shaped cell button as if there may have been some fibrin interference with the indicator cells. Fibrin clot may have caused the unexpected reaction. The galileo operator manual states that clotted sample should not be tested on the instrument.